Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of before starting to use the equipment, it is connected to electricity, causing a ¿spark¿ and leaving the room without electricity. It is observed that the connection area in the machine is burned out. This occurred upon turning on in the medicine 9th floor department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During functional testing, 'before starting to use the equipment, it is connected to electricity, causing a ¿spark¿ and leaving the room without electricity. It is observed that the connection area in the machine is burned out' was confirmed during evaluation. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event.the reported condition was verified. The cause of the condition was determined to be ac power adapter burned near of the pins of the power supply due to external influence. The ac power adapter requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.